Event description:
It was reported the patient is experiencing numbness down the outside of both legs and not getting enough pain relief and reports this has been happening since the implant. Reportedly the patient also has discomfort at the pocket site. The patient wants the system explanted and refused reprogramming.

Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.